Event description:
The customer reported 5-10 milliliters (mls) clear fluid leaked which appeared to be coming from the needle bellows and contained inside the coulter hmx hematology analyzer w/ autoloader. Customer also stated blood was detected in line 3 of the needle cartridge. There was no biohazard exposure to open wounds or mucous membranes. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated for this event.

Manufacturer narrative:
The customer technical specialist (cts) had customer flush the needle bellows drain line (port #3) which resolved the leak, but the customer reported instrument gave low platelets (plt), white blood count (wbc) over range (+++++) or voting out and pc1 (partial clog) / count time failure (accompanied by non-numeric results) for the differential (diff) parameters. The field service engineer (fse) did not service the instrument. The customer informed the fse that he had followed trouble shooting steps as outlined by call center personnel, which fixed the instrument. (B)(4). Cts assisted customer by phone.